Event description:
It was reported that the patient had experienced difficulty activating and deactivating an inflatable penile prosthesis (ipp) a few days after implantation. Troubleshooting had been attempted in-office; however, the experience was not solved. Lately, the patient noted involuntary inflation and deflation of the device. The process to request a revision was initiated; however, a procedure has not been scheduled. There were no patient complications.

Event description:
It was reported that the patient experienced involuntary deactivation with an inflatable penile prosthesis (ipp). The process to request a revision was initiated; however, a procedure has not been scheduled. There were no patient complications.